Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2019 with the following findings:.during investigation, the keypad was found to be peeling but there was no other damage to keypad. Contrast key was intermittently responding, ok, down, up keys are working. The keypad was removed and there was contamination found under all key contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged the keypad was peeling prior to the up arrow, down arrow, and ok keypad buttons being under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.